Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/20/2016 with the following findings: investigation revealed a dim and pink display. The battery compartment was also cracked below the bumper pad. There was also evidence of moisture corrosion found on the transceiver board. Unrelated to the complaint, the date/time defaulted to factory settings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim and pink display. The battery compartment was also cracked below the bumper pad. There was also evidence of moisture corrosion found on the transceiver board. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 09/20/2016.